Event description:
Treatment of an ophthalmic carotid artery aneurysm. During pipeline deployment, it was reported that the distal end of the pipeline did not release from the capture coil after numerous attempts. The physician decided to remove the entire system, but the capture coil broke upon retrieval and the pipeline released from the capture coil. Since the pipeline was fully deployed, it was left inside the patient along with the capture coil. It was reported that the patient was in good condition and was discharged from the hospital after 24 hours.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remained in the patient. (B)(4).